Manufacturer narrative:
The reported event of impedance anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped. This prevented engagement with the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During routine device replacement, increased pacing impedance was observed on the replacement device. The replacement device was not implanted and a new device was successfully implanted. The patient was stable.